Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that hardware parts were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Bulkhead connector was returned to the manufacturer for analysis. Analysis found that the connector was damaged. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the network bulkhead was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: attached with this submission is a copy of the response letter sent to the FDA on 09-may-2019 with regards to a FDA request for additional information that provides additional information and findings related to this MDR. If information is provided in the future, a supplemental report will be issued.